Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2017; 5076-58, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity estimate due to a programmer software estimator error. It was noted that the programmer software was not up to date and the longevity estimator measurement taken with the remote monitoring network was accurate. The crt-d remains in use. The programmer remains in use. No patient complications have been reported as a result of this event.